Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours at the pod infusion site (back). The patient reports feeling weak as well as weak, nauseous, chills and achy all over the body. The patient reports their blood glucose level had rose to 320 mg/dl. The patient reports they had administered an insulin correction as well as a manual injection of insulin. Upon application of a new pod the patient reports having a painful mark at the pod infusion site. Once at the hospital the patient was diagnosed with cellulitis at the pod infusion site. The patient was treated with antibiotics. The patient was prescribed cephalexin (500 mg) to be taken every 6 hours for 7 days. The patient was released from the hospital after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.